Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01414. It was reported the pt suffered a first degree burn with blistering while charging his ipg. The pt fell asleep while charging. Also the ipg is very superficial and the pt has lost (B)(6). An sjm rep met with the pt and advised him not to charge while sleeping and to use more material between the ipg and antenna since the ipg is so superficial. A replacement charger was sent to the pt. F/u is pending to determine if issue has resolved.

Manufacturer narrative:
Correction #s: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number is included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.